Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced the video generator board. The fse completed all diagnostic and performance tests with no issues. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) monitor freeze up. The unit was replaced with another to continue therapy. There was no adverse event or patient injury reported.